Event description:
It was reported that the right ventricular (rv) lead thresholds had been elevated since implant and ranged from 1.75v to 2.5v @ 1.0 ms. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).